Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material that came out of the distal end could not be established. In addition, the cause of the c-cover burn was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the gastrointestinal videoscope had foreign material. In addition, there was a burn observed on the c-cover. There was no patient involvement.